Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an integrated apd set w/cassette leaked. This occurred during day dwell one of peritoneal dialysis therapy. The patient initially reported there was a small cut in the patient line about 1.5 inches from the connection point. The patient then stated that the leak was on the patient line connector of the cassette. Renal therapy services (rts) assisted the patient in ending the therapy session and advised the patient to start over with all new supplies and contact their nurse regarding the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.